Manufacturer narrative:
The reported event of stylet stuck inside the lead was confirmed. A complete lead with stuck stylet was returned in one piece. Visual inspection noted that the ptfe coating of the stylet was found stripped and was founded bunched inside the inner coil of the connector region. The cause of the event was isolated to the bunching of the stripped ptfe coating.

Event description:
New information received on 6/4/2018 indicated that the patient had complete heart block and presented for a generator change out procedure due to the advisory for premature battery depletion on their implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change procedure. During procedure, the left ventricular was successfully positioned. The physician felt that the stylet was stuck in the lead. Upon removal of the stylet, the terminal pin of the lead separated from the lead body and the lead lumen was pulled out. The lead was not used and was replaced. The patient was stable throughout the procedure.